Manufacturer narrative:
This report is being updated to provide investigation findings. New information is reported in d8, e1, g2, h6, and h10. No physical inspection was conducted as the device was not returned to olympus. The device must be received by the OEM for the OEM to provide a device history record (DHR) as the lot number from the original equipment manufacturer (OEM) does not directly correlate to the lot number by olympus, so no DHR was conducted. Risk assessment by the product quality team indicated the fiber tip breakage is within the expected parameters per the design failure and effects analysis (dfmea). The severity of the risk was determined to be medium. No specific actions are indicated based on the investigation results of this complaint. Olympus will continue to monitor complaints for this product through regular trending activities as defined by qms procedure. The definitive cause of the user's experience cannot be determined. However, information provided by the OEM indicates there is a possibility that the velocity of the stone fragment retropulsion and the stripped length of the surgical fiber is the probable cause of the breaking of the fiber tip.

Manufacturer narrative:
Additional concomitant devices: unspecified laser generator, tfl-fbx200bs fiber. The device referenced in this report has not been returned to olympus for evaluation. The definitive cause of the user's experience cannot be determined at this time. The investigation is ongoing. This report will be updated upon completion of the investigation or upon receipt of additional relevant information.

Event description:
It is reported by the customer, during an ureterorenoscopy (with fragmentation and removal of renal stone, retrograde pyelography (rgp), insertion of ureteric stent). Procedure using a 150 micron tfl ball tip single use fiber (and an urf-v3 flexible ureteroscope and an unspecified laser generator), a 1-2 mm piece of the tip of fiber was broken off while angulated in the lower pole and it hit stone. The physician was unable to remove the device fragment, and it remains inside the patient's kidney. No procedure is planned to go back in and retrieve the device fragment. The physician is confident the device fragment will pass naturally. No further consequences to the patient have been reported. The patient's current condition is reported as "fine". The laser setting used for the case were as follows: the setting used hertz 100 joules 0.2 - power 20 hertz 30 - joules 0.6 power 18 hertz 100 joules 0.2 power 20 the customer confirmed there was no malfunction of the urf-v3 or the laser generator.